Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 0.724. The customer was prompted to repeat the sample as the result did not match the patient's clinical picture. The sample was repeated twice and the results were 292.7 and 304.3. The units of measurement were not provided. No questionable results were reported outside of the laboratory.